Manufacturer narrative:
The device was returned to zoll (B)(4) service department. The malfunction was duplicated and the processor/bridge/pace board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient in cardiac arrest collapse with chest pain, the device failed to discharge. Complainant indicated that there was a four minute delay in treating the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.